Manufacturer narrative:
Device was discarded. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B3 date of event was revised as it was reported incorrectly on the initial report that was submitted. D4 added primary UDI number as it was omitted from the previously submitted reports. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Ischemia/anemia/hemodynamic instability/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 70 year old female with an impella cp placed on (B)(6) 2026 for support during acute myocardial infarction complicated by cardiogenic shock developed right leg ischemia at the femoral access site. On (B)(6) 2026 at approximately 21:42, the patient returned to the operating room due to the cold, ischemic limb. The impella cp (sn (B)(6)) was explanted and replaced with an impella 5.5 (sn (B)(6)) via the left axillary artery. Following the procedure, the patient returned to the ICU intubated and in critical hemodynamic condition, requiring high dose norepinephrine support (1.0 g/kg/min). Laboratory findings included significant anemia requiring multiple blood transfusions and an elevated lactate level of 8 mmol/l, indicating ongoing circulatory insufficiency. Despite imaging and bedside assessments confirming that the impella device remained in correct position, the patient¿s mean arterial pressure declined to approximately 18 mmhg. Given the worsening multiorgan instability, the clinical team initiated discussions to withdraw care. The reported events¿ischemia, anemia, hemodynamic instability, and the required device replacement¿appear to be related to the patient¿s underlying severe cardiogenic shock and vascular compromise rather than a device malfunction. The patient remains on support at the time of reporting

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.